Manufacturer narrative:
(B)(4). Batch # n9197u. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended; in addition, the device lockout. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No scissored clips were note during functional testing. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 7/8/2016. Additional information was requested and the following was obtained: the customer is receiving training on the ligamax 5 device (el5ml). The sales rep has been in surgery and has not noticed any unusual forces on the device during firing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third firing the clip scissored. The physician removed it from the patient without consequence. On the sixth firing it again scissored on the specimen being removed. The procedure was completed without requiring another device. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that a er320 clip was returned for evaluation. The clip was inspected and it was confirmed to have a scissored shape. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. No conclusion could be reached as to what may have caused the reported incident.